Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed a bent cannula. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The device evaluation noted a bent cannula.